Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event (B)(6) as follows: it was reported the handle on the small hexagonal screwdriver is broken during an open reduction internal fixation (orif) of the ankle procedure on (B)(6) 2018. No patient harm was reported. This report is for one (1) small hexagonal screwdriver with holding sleeve. This is report 1 of 1 for (B)(4).